Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable issue medication as the drawer was not opening. A technical support specialist (tss) had the client log out completely, and after the customer signed back in, was able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue medication and drawer unable to open. Additionally, client log out completely and then once she re-signed, the user was able to issue med med lamo 0510and baclofen. There were no adverse events or injuries reported based on this event.